Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed bg at time of troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.